Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent vibration.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced intermittent vibration. Dexcom has issued an rga for patient to return device to be investigated.